Event description:
Caregivers use gloves to protect themselves and patients from contamination, infection or direct contact with potentially dangerous bodily fluids or hazardous chemicals. We have had several instances of the gloves breaking as they are being pulled on the hands. When applying tape to patients or other surfaces, the tape sticks to the gloves much more strongly than to other gloves. This makes it difficult to complete the attempted procedure(s).we have received reports of nurses developing a rash on their hands when using the gloves.====================== manufacturer response for powder-free stretch synthetic exam gloves, aloetouch 3g======================unknown